Manufacturer narrative:
Checked with power cord; power cord ok. Checked with power supply; found power supply defective. 24v dc output not available. Replaced power supply. Performed full tsw. Unit is working good. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: device is showing "loss of external power alarm". Power led not glowing, battery not charging. No patient involved.